Event description:
It was reported that, a 980 ventilator generated a loss of communication error message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
An inspiratory module was returned to covidien/medtronic¿s product analysis. The inspiratory module was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to excessive pressure being applied to the pressure solenoid (psol). Medtronic, inc. If information is provided in the future, a supplemental report will be issued.